Event description:
The customer reported that while the unit was in use on a patient, they observed a system failure message due to a monitor keypad fault. The patient was switched to another unit and therapy was continued. No patient injury was reported.